Event description:
It was reported that the patient was experiencing increased heart rate and a drop in blood pressure at home ((B)(6) 2010) after device programming adjustments. It was reported that the patient had the same experience the previous monday ((B)(6) 2010). On (B)(6) 2010, it was reported the patient was still experiencing symptoms of difficulty breathing, impaired vision, headaches, and dizziness upon standing. Reprogramming was again attempted and patient continued to have shortness of breath and dizziness. Symptoms were not resolved with programming. The patient will be evaluated for blood clots. On (B)(6) 2010, the patient inquired again regarding the same symptoms. The patient has had several device adjustments but no relief from symptoms. The patient alleged something is wrong with the implantable pulse generator and is convinced the device is faulty. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.